Event description:
A report was received that the patient has not felt well and lethargic since implant. The patient underwent an explant procedure. Infection was suspected but not confirmed. There was no device malfunction suspected.

Event description:
A report was received that the patient has not felt well and lethargic since implant. The patient underwent an explant procedure. Infection was suspected but not confirmed. There was no device malfunction suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe that the patient had an actual infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.